Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the procedure. Next day, the field service engineer visited the facility and found that the front panel of the subject device was blinking all the time. The service department of olympus (B)(6) checked the subject device and found that the electrical circuit board had failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was presumed that the activation sequence of the subject device had not been completed normally due to the failure of the electrical circuit board, then the software processing had not been able to complete the three-seconds lighting of the led sequence, consequently the reported phenomenon occurred. It was presumed that the failure of the dp substrate was caused by the deterioration of some devices on the substrate over the course of 11 years since the delivery of the device. But the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.